Manufacturer narrative:
No product problem identified. The discrepant results are sample-specific as the data revealed that the sample tested is near the limit of detection (lod) of the assay for both influenza a and rsv targets. Lod samples are expected to generate wavering results if testing is repeated.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for influenza a. The same sample was repeated on the same liat analyzer using the cobas influenza a:b & rsv assay and generated a positive result for influenza a & rsv. The same sample was repeated on a different liat analyzer using the cobas influenza a/b & rsv assay and generated a negative result for all targets. The same sample was also repeated on a different platform (genexpert 4-plex) and generated a negative result for all targets. The initial positive results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.